Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon was unable to control the universal surgical manipulators (usms) on patient side cart (psc). The issue was already resolved when the customer called in. An intuitive surgical inc., (isi) technical support engineer (tse) checked the system logs but did not suspect anything after the procedure had started. No further information was available. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-feb-2026: the arms did not move at all, and it resolved itself without any particular action. The procedure was completed robotically with all intended arms. The reported event was addressed with phone support. The site didn't report the event when it happened and stated they had already resolved the issue. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
Refer to h11 for follow-up information.